Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the external carotid artery using ruby coils. During the procedure, the physician successfully deployed and detached an initial ruby coil into the aneurysm. The physician then deployed a new ruby coil into the aneurysm but was unable to detach this coil. Therefore, the ruby coil was removed from the patient and the procedure was stopped at this point without any issues. There was no report of an adverse effect to the patient.